Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert was indicated in the pump history. There was no adverse impact to the customer's blood glucose level. The customer was instructed to keep the wall adapter plugged into a known working outlet for at least 30 minutes to begin charging, and the customer decided to handle further actions as needed.